Event description:
Reported blood glucose results of "110 mg/dl and 187 mg/dl" with a lifescan meter, performed within 10 minutes of each other. No injury was reported. Control solution was sent to the patient to test the meter. The patient was unable to read the serial number and lot number.